Event description:
It was reported that a patient underwent a central line placement procedure on (B)(6), 2021 and suture was used. During the procedure, the thread was broken. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Pose by central lane. When did the issue occurred? During the surgery (intra-op) what do you mean by "needle thread was broken"? Unk. Please clarify what was the exact issue? Unk. What do you mean by "no unusual gesture to explain the breakage."? The procedure was performed as usually and usually, the thread does not break.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: visual analysis of the returned product revealed that a paper lid and a needle-suture piece of product code x834h were received for evaluation. Upon visual inspection of the returned sample, the suture present body fluids at the surface, and the end was observed cutted possibly from a surgical instrument. The functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.